Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), premenstrual syndrome ("premenstrual syndrome"), fatigue ("always feeling tired"), emotional poverty ("feeling a bit numb emotionally"), loss of libido ("complete loss of libido") and eczema ("eczema over the entire body"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, premenstrual syndrome, fatigue, emotional poverty, loss of libido and eczema outcome was unknown. The reporter considered abdominal pain, eczema, emotional poverty, fatigue, genital haemorrhage, loss of libido and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal cramps') in a female patient who had essure (batch no. 678821) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), fatigue ("always feeling tired"), eczema ("eczema over the entire body"), premenstrual syndrome ("premenstrual syndrome"), emotional poverty ("feeling a bit numb emotionally") and loss of libido ("complete loss of libido"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, eczema, premenstrual syndrome, emotional poverty and loss of libido outcome was unknown. The reporter considered abdominal pain, eczema, emotional poverty, fatigue, genital haemorrhage, loss of libido and premenstrual syndrome to be related to essure. The reporter commented: a new date of the essure insertion was received: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new insertion date of the essure was received, the essure lot number and a new reporter type (lawyer) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal cramps') in a female patient who had essure (batch no. 678821) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), fatigue ("always feeling tired"), eczema ("eczema over the entire body"), premenstrual syndrome ("premenstrual syndrome"), emotional poverty ("feeling a bit numb emotionally") and loss of libido ("complete loss of libido"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, eczema, premenstrual syndrome, emotional poverty and loss of libido outcome was unknown. The reporter considered abdominal pain, eczema, emotional poverty, fatigue, genital haemorrhage, loss of libido and premenstrual syndrome to be related to essure. The reporter commented: a new date of the essure insertion was received: (B)(6) 2010. Lot number:678821 manufacturing date: 2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe abdominal cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding "), premenstrual syndrome ("premenstrual syndrome"), fatigue ("always feeling tired "), emotional disorder ("feeling a bit numb emotionally "), loss of libido ("complete loss of libido ") and eczema ("eczema over the entire body"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, premenstrual syndrome, fatigue, emotional disorder, loss of libido and eczema outcome was unknown. The reporter considered abdominal pain, eczema, emotional disorder, fatigue, genital haemorrhage, loss of libido and premenstrual syndrome to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.